Event description:
It was reported that the device may have had premature battery depletion. It was further reported that the device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary for (B)(4): the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. There was battery depletion indicated (eri). The save to disk says the device went to eri on (B)(4)-2011 and the battery voltage was less than or equal to 2.62 v. There was one patient alert for low battery voltage on (B)(4)-2011. The daily battery voltage trend data shows that the voltage was 2.64 to 2.62 volts between (B)(4)-2011.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary for (B)(4): the device did not meet the expected longevity. The device was fully functional, with no high current drain or evidence of battery problems. Without the history of the programmed settings throughout its service life, there is no way to determine why the longevity did not match the predicted model. We did receive performance data collected from the device and have analyzed the data. There was battery depletion indicated (eri). The save to disk says the device went to eri on (B)(6) 2011 and the battery voltage was less than or equal to 2.62 v. There was one patient alert for low battery voltage on (B)(6) 2011. The daily battery voltage trend data shows that the voltage was 2.64 to 2.62 volts between (B)(6) 2011.

Event description:
It was reported that the device may have had premature battery depletion. The device is still in use. No patient complications have been reported as a result of this event.